Event description:
It was reported that the pump battery gauge dropped 45%. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the pump battery gauge remained static at 5%. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue and continued to use the pump for insulin therapy.